Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed since the device was not available for evaluation. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was prepped and used according to the IFU. The user wanted to close the puncture site however there was no suture. The whole device came out of the artery. No collagen or anchor were visible. The patient was stable, there was no significant loss, manual compression was done and additionally a compression bandage. Hemostasis was achieved by manual compression. A 6f procedural sheath was used prior to the vcd device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Blood loss was not greater than 250cc. There were no other equipment or devices being used with the reported product. Additional information was received on 02september2021: two days after the intervention, the physician did an angiogram of the common femoral artery and saw a white spot. The physician assumes that this could be the collagen from the angio-seal device but was not sure. The patient is still in stable condition. Additional information was received on 14september2021: the white spot at the cfa is not the collagen, it was the anchor.